Event description:
Medtronic received information that the during the implant of this transcatheter bioprosthetic aortic valve, the delivery catheter system (dcs) was accessed via the left subclavian/axillary access. Following the valve implant, the mean gradient at discharge was 15.8 millimeters of mercury (mmhg). Approximately 4 years following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to angina. During the hospitalization, an increased gradient of the transcatheter valve was noted with a peak gradient of 82 millimeters of mercury (mmhg) and a mean gradient of 40 mmhg. Treatment was not reported for the angina nor the gradients. The patient was discharged 10 days following admission. Approximately one week later, anticoagulation therapy was administered with a subsequent reduction of the transcatheter gradients. An echocardiogram performed approximately 6 months later noted a peak gradient of 29 mmhg and a mean gradient of 14 mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve remained implanted and was not returned. Therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: a4, b5, b7, h6 annex b and annex c and annex d codes conclusion: review of the device history review (DHR) for this device with serial number (B)(6), found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No valve implantation procedure images were available for medtronic review, and the valve remained implanted, so no product analysis could be performed. One static image was provided for review by the image subject matter expert (sme). The patient¿s executive summary was not provided for anatomical review. It was reported that the patient was hospitalized due to angina. The image showed evidence of a previous transcatheter aortic valve (tav) in surgical aortic valve (sav) with successful coronary angiogram confirming no coronary occlusion. Additionally, the suspected valve thrombosis was reported which seemed to have improved with medical management with a subsequent decrease in the mean gradient. Of note, prosthetic valve thrombosis is listed as a potential adverse event in the instructions for use (IFU). Several factors could affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient condi tions, and its presence and rate of formation is largely dependent on patient condition. High gradients can be related to valve related factors (degeneration, thrombus, calcification) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction). With the information available, a conclusive root cause of the thrombosis and high gradients could not be determined. However, the previously implanted bioprosthetic valve was a likely contributing factor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that this transcatheter valve had been implanted valve-in-valve. Further clarification noted the patient experienced chest pain. The previously reported angina was reported a coronaropathy cause. The cause of the increased gradients was reported as late thrombosis. There was no thrombosis on the bioprosthetic valve nor leaflet thickening of the bioprosthetic valve. Anatomical factors which impacted the gradients included the valve-in-valve itself.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the previously implanted transcatheter bioprosthetic aortic valve was a non-medtronic device.